Event description:
It was reported that during a stenting procedure, a part of the delivery system detached inside the patient during stent deployment. The detached component could be removed without issue. No patient injury was reported.

Manufacturer narrative:
Although this product is not sold in the u.s. This event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in u.s. Under # (B)(4). The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. No other complaint has been received for this lot number. There is no indication for a process of manufacturing-related failure. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this particular case, no sample and no images were provided. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A breakage or detachment of components or joints of the deliver system upon removal may be associated with increased frictions. However, on the basis of the info available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU supplied with this product sufficiently describes the correct application of the device.